Manufacturer narrative:
One used unit from list# ch2000s-10, spinning spiros® closed male luer, 10 units (lot# 5217360) and one bd 50 ml syringe were received. The devices were returned disconnected. As received, the spin feature of the spiros was activated and spinning freely. No spline damage or shear tab anomalies were observed. The male luer of the bd syringe was also examined and no damage was identified. The functionality of the spiros spin feature was measured and met product performance specifications. The luers of each device were measured and met iso standards for luer fittings. A photograph was provided showing a used spinning spiros disconnected from a 50 ml syringe filled with red drug residuals. No other visible damage or anomalies can be seen in the image. The reported complaint can be confirmed as the samples were returned disconnected. The probable cause of the disconnection is unknown. A device history review of lot number 5217360 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Event description:
The event involved a spinning spiros® closed male luer which disconnected from the luer of the syringe while the nurse was beginning to administer the chemotherapy (doxorubicin) to the patient. The drug did drip onto patient and patient's shirt; the shirt was removed, and the area was washed with soap and water. There was patient involvement, however, there was no harm reported as a consequence of this event.